Manufacturer narrative:
The instrument subject of the reported event was returned to spectrum for examination; spectrum is an instrument repair service and previously serviced the instrument. The lot number l689 was etched on the instrument as was the repair date stamp of 12/8/2009. As a courtesy, the depth markings on the instrument were re-laser etched and the instrument was returned to the user facility. The user facility completes a high volume of cases and did not know how many procedures the instrument may have been used in between the repair and the reported incident. There are a number of methods by which depth marking can be applied to a stainless steel probe including laser marking, acid etching, anodizing, chrome plating, ceramic coating, and ebonizing. The laser marking, acid etching, and anodizing methods do not produce any materials that could chip off into a patient. In speaking with technical support at smith & nephew, the manufacturer of the acufex straight probe, this instrument was manufactured in june 1989. The smith & nephew technical support person stated the current OEM depth marking used by the company is laser marking; the support person was not aware if the marking process has changed since the device in question was produced. Spectrum records document that this model instrument was repaired on 12/8/2009 for st. Joseph's north surgery center. The repair description on the work order reads, "(4) depth lines on distal ends" with the following comment, "reanodize distal end per OEM spec. As dark as possible..." There are no other laser etched repair records for an acufex probe l689 in spectrum's systems. Given the age of the instrument, the length of time since spectrum last repaired the instrument, and the fact that the anodizing and etching process does not create any material that can chip off of an instrument, the root cause of the reported chipping cannot be determined. A possible explanation would be that a different instrument repair company reapplied the depth marking using another method after the repair spectrum in 2009.

Event description:
The user facility reported the etched markings on an acufex straight probe chipped off into a patient's knee during an arthroscopic procedure. Spectrum's area repair manager followed up with the facility in order to gain additional information regarding the event. The hospital personnel who filed the medwatch did not personally witness the event or see the instrument. The user facility declined to provide any additional information regarding the event. No injuries or adverse effects have been reported to date.

Event description:
The user facility reported that the etching on an acufex straight probe used during a right knee arthroscopy was chipping off into the patient's knee during a procedure.

Manufacturer narrative:
The investigation of this event is currently in process. A follow-up report will be submitted once additional information becomes available.